Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple patients were referenced in the article. The baseline gender/age characteristics of the patients referenced in the article is male/(B)(6). Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: femoral implantation and pull through as an adjunct to traditional methods in cardiac resynchronization therapy. Heart rhythm. 2016;13(6):1260-1265.

Event description:
A journal article was reviewed which contained information regarding implantable leads. The objective of the study was to see if the use of the femoral access was successful in implantation of the left ventricular (lv) lead and the removal of the previous lead. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The author stated that the sheath had been ¿mistakenly¿ removed, and then the lead could not be pulled through the skin puncture. The article indicated that it was due to the ¿irregular profile¿ of the lead, making it ¿impossible¿ to extract the lead through the incision in the skin; therefore, another type of procedure was used to complete the extraction of the lead. The author also stated that there were no complications during the procedure or during follow up. The status/location of the leads is unknown. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.